Event description:
It was reported by the company representative: technician visited the facility and received info that an incident was not equipment-related. It was described as follows: demented person has 'thrown' himself off the toilet and while doing so, pulled the lift with him, resulting in the lift falling down, hitting the pt (which remained unhurt). Technician visiting the site suspects error in using the lift correctly.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch report will be submitted under registration #(B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.